Event description:
An account reported that the brakes would not hold at the head end of the stretcher. The account reported no injuries.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician determined the casters had been installed incorrectly by the account which broke the rocker arm, the technician replaced the rocker arm in order to resolve the problem.